Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the half screen of insulin pump was blank other half was showing numbers. The customer blood glucose level was 124 mg/dl. Customer stated that no cosmetic damage, no cracks or scuffs on outside of insulin pump. Customer stated that they thinks insulin pump was broke as it fell down on the stairs and when the battery was in, it beeps and half of it was blank and the other half was showing numbers. The device will return for analysis.